Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine maintenance, the technician noticed that the centrimag console did not start and the battery test in bios mode. When entering bios, the console only displayed the message "operating only on batteries". During normal operation, when the console was plugged into the mains, an alarm appeared after approximately 5-10 minutes. The console was removed from clinical use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent ac power-related issues regarding the centrimag console was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center, and ac power from the wall was observed to intermittently disconnect from the console while it was in use. The console¿s smart power supply (sps) printed circuit board (pcb) was also observed to intermittently not be receiving power from the 24-volt power supply pcb properly. These findings indicate a potential issue with the console¿s 24-volt power supply pcb, which would cause the console to operate on battery power and would cause issues to occur when attempting battery maintenance. The console was returned to the customer site unrepaired per the customer¿s request. The root cause of the reported event was isolated to an issue with the console¿s 24-volt power supply pcb; however, the root cause of the pcb¿s issue was unable to be conclusively determined. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including b6: on battery alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.